Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation, pauses in telemetry were observed. Interference in the telemetry link was suspected. The patients condition is good after the event.